Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/19/2021 h.6. Investigation: one 50ll syringe from reference (B)(4) and lot number 2102033 received to perform investigation. Upon visual inspection it can be observed, the plunger is not correctly assembled on the plunger. When the stopper is disassembled, no other defects like molding defects can be observed that could lead to a bad assembly of the parts. When the stopper is assembled manually with the plunger and barrel again, all the parts fits correctly. A device history review was performed for lot 2102033, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is related with a misalignment of plunger-stopper-barrel in the assembly station.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger stopper during use. The following information was provided by the initial reporter, translated from french to english: "the nurses found out that the syringes were not watertight: leakage along the plunger and malposition of the rubber part."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurses found out that the syringes were not watertight: leakage along the plunger and malposition of the rubber part."